Event description:
On (B)(6): customer reports via phone that a male pt (age unk) was having cystography with stent placement procedure under general anesthesia. During the procedure, the computer system locked up causing fluoro to fail. Pt was moved to back up room, where procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Facility biomed contacted infimed directly instead of going thru covidien tech support and obtained the system hard drive. Biomed called tech support only when he could not load the options as the cd drive was also bad which caused a problem with loading options correctly. However, the original drive eventually booted up. He obtained ghost software and ghost copied the original drive over to the new drive. The system is now fully functional.